Event description:
The device subsequently was explanted and replaced with no adverse patient effects. The device's reporting status is changed to serious injury from malfunction due to explant with early eri status suspected.

Manufacturer narrative:
Analysis of the returned device is pending.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from the patient that this device was beeping; the patient's physician requested a remote monitoring interrogation, which showed that the device had reached elective replacement indicator (eri) status due to an extended charge time that exceeded specifications. The patient was scheduled to follow up with her physician. No adverse patient effects were reported. This device is included in the (B) (6) 2007 mid-life display of replacement indicators advisory population.